Manufacturer narrative:
A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). This adverse event is based on the returned sample which had a different lot number, m5086t603, as compared to the lot number, m5089t632, which was submitted with the original adverse record, 8030647-2015-00028. The device history record for the reported lot number for the returned sample, m5086t603, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. One sample device was returned. The sample was received with the thumb valve in the locked position. The valve was rotated and unlocked. The thumb valve remained in the closed (upright) position. The thumb valve was depressed and released multiple times in succession. Each time the valve returned to the closed (upright) position. The returned sample was attached to mobivac suctioning equipment with the suction set at 120mmhg. Upon connection an air leak sound was heard, with the thumb valve in the closed position. The distal end of the catheter was inserted in water, dyed blue. Suctioning occurred. The thumb valve was fully depressed and suctioning increased. The thumb valve was manually pulled to the full upright position. The suctioning stopped. The thumb valve was then depressed and released. The valve remained in the down (open) position. The valve was placed in the locked position. Suction also occurred in the locked position halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported on (B)(6) 2015 the suction catheter would not turn off after suctioning a patient and remained on and continued to suction. The thumb valve was able to turn but it looked like it is still depressed.